Event description:
An angiographic catheter "burst" while using a power injector during an angiogram of the hepatic artery. The report indicated that there was no injury or other impact to the pt. The angiographic catheter was exchanged for a second sample of the same device and the procedure was reportedly completed without further incident.